Manufacturer narrative:
Event date was not reported and approximated (B)(6) 2022.

Event description:
Literature review indicated the stent was occluded and treated with catheter thrombolytic therapy. It was reported that this eluvia drug-eluting vascular stent placed in the superficial femoral artery had an acute thrombotic total occlusion. The case indicated there was successful treatment of the occlusion using catheter thrombolytic therapy. No further detail were known or able to be obtained. A guidewire was placed along with intravascular ultrasound, pre-dilation was performed using 5.0mm balloon angioplasty. It was reported that there was a dissection of the chronic total occlusion site, and two eluvia 6.0mm x 120mm were placed to treat the area. Post-treatment, the claudication had disappeared and the abi was improved. However, two days later the patient was readmitted to the hospital due to reoccurrence of resting pain of the left leg, and angiography revealed a stent occlusion of the left sfa. Intravascular ultrasound revealed a massive thrombus in the entire stented area. Balloon angioplasty along with catheter-directed thrombolytic therapy using urokinase 120,000 units/day and heparin 150,000 units/day for three days was able to successfully dissolve the thrombus. The pain was noted as resolved, and no further complications occurred during hospitalization.